Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. Data log analysis confirmed a gradual rise in purge pressure and fall in purge flow over 12 hours before the alarms were triggered. The most likely cause of the high purge pressure was biomaterial.

Event description:
The user facility reported a 74-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was that were purge pressure high/purge system blocked alarms. Alarms currently are intermittent and alternates between the two. Purge cassette changed without resolving alarms. The physician did not want to start tissue plasminogen activator protocol, due to unrelated bleeding issues of the patient. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.